Manufacturer narrative:
Block b3: exact date unknown, event occurred nine months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge efficiently. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge efficiently. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was discarded by the medical facility.